Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. Upon testing, the device was found to be displaying an unspecified error code. It was further found that the motor was not turning smoothly. The insulation of the motor cable was found to be stripped near the bent protection and there were scratches on the locking ring of the device. The blade was found to not lock into shaver. The resistance value of the keypad of the hand control set was out of specifications and the device was found to be leaky. Fluid ingress into the system is one possible root cause which may have damaged the motor, causing it to not turn smoothly. User mishandling is the most probable root cause for the physical damage to the motor cable and the scratches on the locking ring. The damaged locking ring would have caused the blade to not lock into the shaver. The damaged components of the device would have caused it to display the error code. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons was defective. No surgical delay or patient consequence reported.